Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis (fa). The instrument was found to have a blade broken. The blade broke at the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted radical pancreaticoduodenectomy surgical procedure, the tip of the harmonic ace instrument broke. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the submitted image indicated that the blade is broken.